Event description:
It was reported that the ilet user experienced recurring hyperglycemia around the same time daily after a factory reset. No observed site moisture or leaks, insulin deliveries recorded, and a temporary glucose decrease after a set change and meal announcements used for correction. The user also reported recent insulin formulation changes and received education not to use extra meal announcements for correction. Symptoms included hyperglycemia peaking at 324 mg/dl and nausea. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem; a usage problem related to using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.